Manufacturer narrative:
One workmate claris amplifier was received for evaluation. A visual inspection indicated no physical damage on the exterior chassis, the external connectors or the internal components. The reported amplifier connection issue was reproduced during an extended communication test. An error ¿amplifier disconnected¿ message was received on the live screen of the workmate claris system indicating that the communication between the workmate claris system and the amplifier was terminated unexpectedly. The cause of the reported communication issue was isolated to an intermittent abnormal functionality of the single board computer module that resulted in data processing and transmission issues. Further review of the amplifier status revealed fluctuating microprocessor core temperature that exceeded the predetermined limit during operation. As a result, the single board computer initiated a system shutdown as the microprocessor operating temperature approaching a predefined threshold. The intermittent communication issue was resolved after replacing the single board computer module with a known good unit. It was noted that the amplifier passed the extended communication test without further issues.

Event description:
During a focal atrial tachycardia ablation procedure all signals were lost on the claris system and the message "amplifier error" was received. Troubleshooting including checking all ECG connections, clearing the error message, power cycling the system, changing the fiber optic cable, and checking the converter, but the issue remained. Mapping of the arrhythmia had already been performed when the procedure was cancelled. There were no adverse consequences to the patient.